Event description:
It was reported that the patient is not satisfied with the implant's absorption and the implant is showing superficially on the patient's nose. No medical intervention has taken place, although the surgeon intendeds to perform a revision procedure to remove the implant.